Event description:
The intra aortic balloon was inserted surgically into the pt in 1999 and removed in 1999 with difficulty and the intra aortic balloon needed to be surgically removed. No second intra aortic balloon was inserted. The pt had severe bleeding and a transfusion and surgery were required. Also, the pt had minor ischemia and removal of the intra aortic balloon was required. The intra aortic balloon was not returned to datascope for eval.